Event description:
It has been reported to philips that the system froze multiple times during a procedure. The patient was moved to another room. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and the diagnosis was delayed due to the reported issue. Philips field service engineer (fse) inspected the system onsite and confirmed that the system froze multiple times, and the system was unable to expose. Upon further inspection, fse identified that when the user pressed the footswitch, the system did not produce an x-ray and the display was frozen. Upon review of the system logfile, fse found that the wired footswitch was not working properly. During troubleshooting actions, the fse plugged back the foot pedal cable due to loose connection and secured it with the zip tie. After wired foot pedal was plugged back, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code and device problem code were corrected.